Event description:
According to the reporter, during an open total gastrectomy/r-y procedure, the surgeon clamped the tissue of esophagus, and then tried to pull the purse-string suture out, however it was stuck on something and could not pull it out. Then the surgeon removed the device from the tissue, and resected the tissue additionally and re-sutured it. There was tissue damage. The patient is in good condition post-surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the pushers are fully deployed. Cartridges are properly seated after firing. No visual abnormalities. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.